Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4. The device was returned to olympus for inspection and the reported failure was not reproduced. In addition, no new external or functional abnormalities were found during the equipment inspection. A root cause for too much pressure is applied, was not determined, as it was not reproduced during service inspection. Should additional if relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit sometimes applied to much pressure. The issue occurred during a therapeutic endoscopic procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the high flow insufflation unit sometimes applied to much pressure. The issue occurred, during a therapeutic endoscopic procedure. And was completed using the same device. There were no reports of patient harm.